Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was administered and the patient was not on a prior regimen of aspirin or other antiplatelet medications. A loading dose of 81 mg of aspirin and 300 mg of clopidogrel were administered the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 23 mm lotus edge valve. On the same day as the index procedure, post valve deployment, the patient developed lbbb. A temporary pacemaker was placed for the event. The following day a temporary pacemaker was removed and the event was considered resolved. Three days post the index procedure, the patient was discharged on aspirin and clopidogrel.